Event description:
It was reported that the customer was hospitalized due to high blood glucose of 32mmol/l. It was stated that the customer was disconnected from the insulin pump while being at the hospital. It was stated that the customer had a cold too and then ended in diabetes ketoacidosis. Troubleshooting was declined as customer fell uncomfortable and requested a replacement of the insulin pump. It was stated that the customer noticed the cannula was bent when the infusion set was removed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.